Event description:
The stent did not open properly. The distal end of the enterprise stent did not open properly when retracting the microcatheter. There was no report of adverse effect to the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR report #1058196-2008-00052 & MFR report # 1058196-2008-00053.